Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 58-year-old male patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the patient had no blood flow down the impella leg. The physician performed a hand injection through distal perfusion sheath to confirm patency. The medical staff then placed an external femoral-femoral bypass to help the patient's ischemia, and support was continued. The patient remains on support.

Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B5 updated with additional information. D6b added. H6 component code added.